Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a21 alarm or a47 alarm noted during testing. Device was able to download the device trace history file. Device had multiple a47 alarm in the alarm history screen. Unit was unable to complete carelink upload due to multiple a47 alarm in the alarm history screen. A47 alarm due to corrupted history file. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer had high blood glucose and down arrow button was hard to press. Blood glucose value at time of incident was over 600 mg/dl and current blood glucose was 569 mg/dl. Customer experienced nausea, vomiting, abdominal pain, difficulty breathing and was tired customer was treated with pen needles and insulin pump has not been in use within 48 hours of event. Customer stated that insulin pump had unexpected restart, no delivery alarms and other insulin pump error but insulin pump was able to rewind completely. Insulin pump will be returned for analysis.